Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008, due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04307 and 2014-05271).

Event description:
Legal counsel for the patient reported patient underwent a total left hip arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2008 due to patient allegations of pain and loss of range of motion. Review of invoice history confirmed the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2008 left hip revision operative report noted the revision was due to pain. The operative further noted the presence of turbid gray-colored fluid, tissue destruction, a thick reactive capsule, eroded abductors, the necrotic and gray-colored appearing proximal femur, necrotic chalky tissue, debris, reactive scar tissue, a loose acetabular cup, bony erosion of the acetabular cavity, a medial wall defect, and cavitary defects. The modular head and acetabular cup were removed and replaced with a competitor's cup and biomet head.